Event description:
Unomedical reference number (B)(4). Event occurred in canada. On 11-jun-2024, it was reported that the patient faced infusion set fell off during use, which cause the patient blood glucose elevated from 199 to 234 mg/dl. The infusion set was in use for less than 12 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.